Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: device was not explanted, no revision occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date implanted - (B)(6) 2014. Concomitant medical products: regenerx 62mm cup catalog#: unknown, lot# unknown, unknown head catalog#: unknown, lot# unknown, unknown stem catalog#: unknown, lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01756 & 0001822565-2017-02124.

Event description:
It was reported patient underwent hip open reduction procedure approximately four months post-implantation due to dislocation. The surgeon used a surgical mesh to secure the hip and no parts were removed. Attempts have been made and additional information on the reported event is unavailable.